Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. Also, the device was received with scratched lcd window. (B)(4).

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer's blood glucose was unknown. Nothing further was reported.